Event description:
It was reported IV catheter split. Unable to advance. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken/defective infusion set could not be confirmed. The product returned for evaluation was one 20 g powerloc max infusion set without y-site. The sample was functionally tested by flushing and aspirating the unit using water and a 12 ml syringe. During testing, the unit was found to flush and aspirate normally with no leaks noted. The unit was then microscopically inspected and no anomalies were identified. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported IV catheter split. Unable to advance. No other information was provided. Additional information: this needle was inserted into the patient port and would not flush or draw back. No harm to patient reported.